Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012 with placement of a 7-10 x 40 mm acculink stent in the mildly calcified right internal carotid artery. Post procedure, the patient experienced an episode of hypotension. Dopamine and midodrine were administered; however, the hypotension continues. The patient was discharged to home with orders for midrodrine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: other: aspirin, bivalirudin; embolic protection: emboshield nav6. There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.